Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work was confirmed. It was found that the burr does not fit into the shaver because of wrong o-ring installed on the device. The device was modified accordingly and the device was repaired, tested and found to be fully functional. However, given the information provided we cannot discern a definitive root cause for the installation of the wrong o-ring on the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via email by service that the handpiece doesn´t work. It was requested to be repaired. No further info available.